Manufacturer narrative:
(B)(4). In the event the device becomes available for evaluation or additional information is received a follow-up report will be submitted. The customer stated that the device is not available for evaluation. (B)(4).

Event description:
The customer stated that the ventilator's uim (user interface module) does not power on and the problem is intermittent. There was no patient involvement.